Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable or unwilling to provide any patient details.

Event description:
It was reported that during stenting of a venous anastomosis, the outer sheath of the delivery system could not be retracted and the stent graft could not be deployed. The delivery system was removed without issue and another stent graft of the same brand was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported deployment failure can be confirmed. A strut of the stent graft was found to have perforated the outer sheath of the delivery system causing the impossibility to release the stent graft. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The event may be associated with a difficult vessel anatomy or challenging placement site leading to increased friction and subsequent deployment difficulties. In this case, no information about the anatomy of the tracking vessel and the placement site was provided. Not using an introducer sheath or the use of an inappropriate guide wire also may contribute to tip damage and subsequent perforation. Insufficient flushing of the device may be another contributing factor to increased friction and subsequent device damage. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device of the same size." And "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure." Also the IFU indicates that a 0.035" (0.89 mm) guide wire and an introducer sheath of appropriate inner diameter are required for the procedure. Furthermore, the IFU states that the device must be flushed with sterile saline.